Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. No broken or missing parts were observed during analysis. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
Customer reported via phone call that sensor was not responding. Customer noticed that sensor did not have a cannula and believes there was not one initially. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.